Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the touch screen test failed. The ok, stop, and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter could not be installed due to burn damage to the connector. An internal visual inspection of the returned cycler revealed no signs of physical damage. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went dim during dwell 1 of 5 of their peritoneal dialysis (pd) treatment. The brightness setting was reported to be set to 10. There were no recent power outages reported. The power cord was securely connected behind the cycler and cycler plugged directly into an unshared power outlet. The patient attempted rebooting the cycler a couple times, however the screen remained dim. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that treatment was completed using manual supplies. There were no patient adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.